Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in clinic with a driveline power alarm. Log files displayed driveline power fault / power b broken alarms that started on 04sep2024. The system controller and modular cable were exchanged. The patient tolerated the switch well. No further alarms were noted. Follow-up log files confirmed no further alarms were noted.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the system controller was returned for evaluation with the modular cable due to a driveline power fault alarm. During testing of both returned products, the cause of the alarm was isolated to an issue with the modular cable and has been addressed via the modular cable¿s investigation. The provided log files have also been addressed via the modular cable¿s investigation. The returned system controller serial number (B)(6) was functionally tested alongside a mock loop and known working test equipment and was found to perform as intended. The root cause of the reported event was determined to be an issue with the modular cable and was not correlated to an issue with the exchanged system controller. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.